Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, after the heartstring iii seal was deployed into the aorta, the seal remained rolled, it did not open up to block the hole. There were no patient effects.